Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient fell two weeks prior to this call and hit the device. It occurred on a (B)(6), and on (B)(6) started having pain in left thigh. The pain put her in bed couple times. The patient could not feel stimulation all the time. The patient was having a lot of bladder leakage. The patient went and got an x-ray last night to see if the wire had moved. They have not told her results. The patient went to general practitioner a day prior to this call. Doctor stated it was inflammation and started her on an anti-inflammatory. It did not hurt around device. It was noted that the fall/trauma could be related to reported issue. The patient stated she had a massage today. They couldn't even feel the device because of the swelling. After the massage the implantable neurostimulator (ins) site was very warm. The patient stated she could turn the stimulation up and fell it but then two minutes later she did not feel anything. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. A follow-up report will be sent if additional information becomes available.